Event description:
Additional information later reported that a dye study was performed on (B)(6) 2014 which showed that the catheter was not in the intrathecal space. Per the reporter there didn¿t seem to be anything wrong with the catheter. The cause of the issue was not determined. No interventions have been taken at the time of this report. It was noted the patient wanted to have the device removed because they haven¿t been getting good pain relief. Nothing had been scheduled yet.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not getting good pain relief. The reporter was contacted 2 days prior to the day of the report about assisting with a cap dye study. Per the reporter the hcp had tried in the past to aspirate the catheter and had been unsuccessful. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).